Event description:
The customer's blood glucose was tested using her breeze2 meter and the reading was 288 mg/dl. Her glucose was retested using another meter and that reading was 78 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for eval. Replacement strips were sent to the customer.